Event description:
It was reported that following a tummy tuck and hernia repair procedure the patient experienced a fever and was prescribed antibiotics. A week after surgery, the drains were removed and patient began experiencing fever again. The physician removed some of the surgical staples used in the surgery and found a "pus pocket" and pus drainage was noted. Culture revealed a staph infection and the patient was treated with intravenous vancomycin. The patient was released form hospital but required home visits from a nurse. The drainage and fever persisted. The patient then presented with a "bulge in the incision area. The following day, this section of the incision opened in two places, expelling purulent material. The patient was readmitted to the hospital and placed on vancomycin. The patient was released from hospital and two days later the patient experienced a reaction from the vancomycin. In 1999, the patient experienced drainage along a second incision line. Patient was referred to another physician and the physician removed the sutures.